Event description:
A malfunction was reported, showing the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.